Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber did not confirm the detached fiber tip event but the reported event of overheated fiber was confirmed. Visual analysis identified a distal circumferential fracture. The fiber tip was still attached to the fiber body. The metal cap exhibited severe debris on its surface, indicative of prolonged tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. It is probable that the severe debris adhesion identified on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, there was no fiber tip detachment during analysis, and the procedure was completed without patient complications. The interaction between the user and device caused or contributed to the observed fiber damage. The information reasonably suggests that the identified distal circumferential fracture with the firing output rate below the threshold for potential patient harm is unlikely to cause patient harm if it was to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported detached fiber tip.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber overheated and the cap was damaged allowing the fiber to rotate free from the cap. A second fiber was used but it overheated due to close tissue contact and the fiber cap detached at 106,262 joules of use. A third fiber was used to complete the procedure without patient complications. This complaint is for the second fiber.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber overheated and the cap was damaged allowing the fiber to rotate free from the cap. A second fiber was used but it overheated due to close tissue contact and the fiber cap detached at 106,262 joules of use. A third fiber was used to complete the procedure without patient complications. This complaint is for the second fiber.